Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: the prime history for the event date had been overwritten due to continued use of the pump. The available prime history showed evidence of large prime values with 27.17u on (B)(6) 2016, 22.96u, on (B)(6) 2016, 23.14u on (B)(6) 2016, 25.90u on (B)(6) 2016, 29.15 on (B)(6) 2016, 22.81u on (B)(6) 2016. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. A cartridge with 100u was correctly loaded into the pump. No hypersensitive keys were observed on the keypad. The pump¿s cover was removed, no intermittent condition was found to the force sensor pins or circuit.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.